Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, it was reported that patient faced an infusion set tape was not sticking event. The infusion set was in use for one day. No further information available.